Event description:
While evaluating a returned therapy pca, it was identified by an authorized technician observed that there were torn traces on the pca. The therapy pca was returned to the failure analysis lab for evaluation. An operational check was run. The test automatically failed the ¿charge¿ and ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. When the test had completed, the message ¿operational check failed¿ was displayed, and also displayed a red ¿x¿ on the rfu indicator. Verifying the isolated power supply voltages revealed that tp68 (-13vdc) was 0v. This was traced back to transformer t2, where it was observed that pin 10 was not making contact with the pad. After attempting to correct this issue, it was determined that the pca had torn traces common to t2.